Event description:
The customer reported the system displayed a 'ma on in error' message and then locked up. There is no report of death or serious injury associated with the complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The lemo connector was repaired and the power supply was adjusted. The fuses and generator drive board were replaced during the service call. The system was tested and found to be working as intended and put back into service.